Event description:
The device arrived unexpectedly at eri. Basically the battery impedance was at 2.24 kohms in (B)(6) 2013 and reached 13.26 kohms in (B)(6) 2014. The programmed pacing settings are in a normal range.

Manufacturer narrative:
Please refer to attached report.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
The device arrived unexpectedly at eri. Basically the battery impedance was at 2.24 kohms in (B)(4) 2013 and reached 13.26 kohms in (B)(4) 2014. The programmed pacing settings are in a normal range.

Event description:
The device arrived unexpectedly at eri. Basically the battery impedance was at 2.24 kohms in (B)(6) 2013 and reached 13.26 kohms in (B)(6) 2014. The programmed pacing settings are in a normal range.